Manufacturer narrative:
A product development investigation was performed on the returned subject device (combination t-wrench 8mm, part # 392.969, lot # 4748114). The returned combination t-handle wrench is confirmed to be broken. The shaft is broken inside the combination handle. The handle is cracked where the shaft connects, through where the dowel pins are inserted. The balance of the device is in good condition. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The returned combination t-handle wrench is part of the medium external fixator set with self drilling schanz screws; stainless steel, titanium. The drawings for mm combination wrench were reviewed during investigation. No definitive root cause was able to be determined. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Date received by manufacturer reported incorrectly on the initial medwatch report-(B)(4). The correct date on the initial medwatch report-(B)(4) should be (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Device history records review was completed for part# 392.969, lot# 4748114. Supplier: (B)(4), release to warehouse date: sep 08, 2004. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a combination t-wrench 8mm was found broken in the storage facility. No patient involvement was reported. This report is for one (1) combination t-wrench 8mm. This is report 1 of 1 for (B)(4).